Event description:
It was reported that the customer's insulin pump alarmed during priming. The blood glucose was about 10mmol/l and the customer was on the last month of pregnancy. It was mentioned that the device was not dropped, but the drive support was loose, and the customer pushed it back in while being disconnected from the infusion set tubing. No further information was provided.

Manufacturer narrative:
Insulin pump received with a protruded drive support disk. A scratched display window and missing end cap sticker also noted.

Manufacturer narrative:
Insulin pump alramed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked case, cracked battery tube threads, cracked reservoir tube and missing end cap sticker also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.